Event description:
A customer called beckman coulter regarding a unicel dxi instrument that was generating discordant accu tni and ckmb results. A patient's sample was tested in 2003 for accu tni an ckmb. The results were 0.69 ng/ml and 14.31 ng/ml respectively. The customer indicated that they have a lab protocol in place to repeat accu tni results generated by the unicel dxi that are high or do not match the pt's clinical picture. The customer compares the accu tni results from the unicel dxi and the lab's other chemistry analyzer. If a difference in the accu tni is observed, the customer will do additional retesting. The sample is retested for accu tni using a different chemistry analyzer. The customer indicated that based on the elevated accu tni and ckmb test results of 0.69 ng.ml and 14.31 ng/ml, respectively, the patient sample was retested using a differnt chemistry analyzer. The repeated results were 0.05 ng/ml for accu tni and 2.4 ng/ml for ckmb. The customer did not receive any report of pt injury requiring medical intervention or change to patient treatment attributed to or connected with this event.